Manufacturer narrative:
H6: investigation summary an mv0420-0006 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 202040. Further information provided by the customer indicates that the leakage was observed from the 'upper part' of the device, however no further details were available to assist the investigation. The details of this feedback were shared with the legal manufacturer of the product, yukon medical llc, for investigation. A review of the production records from lot 202040 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mv0420-0006 product in the past 12 months. H3 other text : see h10.

Event description:
It was reported that the smartsite 20mm vented vial access device leaked chemotherapy medicine while preparing it. The following information was provided by the initial reporter, translated from italian to english: "the device at the time of preparation showed leakage of the chemotherapy drug."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smartsite 20mm vented vial access device leaked chemotherapy medicine while preparing it. The following information was provided by the initial reporter, translated from (B)(6) to english: "the device at the time of preparation showed leakage of the chemotherapy drug."